Event description:
The customer was hospitalized for high blood sugar levels. It was indicated that the customer treated hbg with a manual injection to stabilize blood glucoses and had taken themselves off the pump. Once the customer's blood glucoses were back to normal, placed themselves back on the pump and blood glucose began to evlevate. At the hospital, the customer was treated with an insulin drip.